Event description:
It was reported that the patient was feeling sharp pain from stimulation and wants to see about lowering it. This issue began a couple of weeks ago. The patient tried turning stimulation down to stop the pain but then she would have a return of symptoms (wetting). The patient did not have any falls/traumas. The patient was on program 2 at 1.3 volts. She was not in pain now. It¿s when she sits down. The patient does not know what setting she was at before she made the adjustment down. On program 3 it was still pinching. On program 4 at 1.9 volts it doesn¿t hurt and at 2.0 volts feels like needles. The patient tried moving to different positions to make sure the stimulation was not uncomfortable/painful. It was noted as good. The patient has device for bladder. It was reported a couple of weeks later that there was a fifty percent or greater symptom reduction. It was noted had battery changed. Responding well after reprogramming. Trouble shooting and action taken to resolve issue was noted as reprogramming. The cause of the event was not determined and it was not related to device. The patient turned off the device. The patient recovered without permanent impairment. Additional information has been requested to clarify battery change but was not available as of the date of this report. A follow-up report will be made if additional information becomes available

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# va0brx7, implanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The battery was changed on (B)(6) 2014 for normal battery depletion.

Event description:
Additional information received reports the battery replacement from the hcp (healthcare provider) letter was for normal battery depletion. She did not have record of what the sn#(serial number) was of removed device. Nurse also confirmed her first device was implanted in 2007. The current device was reprogrammed (B)(6) 2014 and patient was doing well.